Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead has high shock impedance coil to coil and there may be a fracture in one of the hv conductors. Since the shock lead impedance is normal coil to can, it will be programmed that way and monitored. Lead remains in service. No adverse patient effects were reported.